Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose. The customer's blood glucose was 526 mg/dl at the time of incident and current blood glucose is 231 mg/dl. Customer experienced nauseous and treated with manual injections. Trouble shooting was performed and found an inch-long air bubble along with small bubbles in the tubing. The device will not be returned for analysis.